Manufacturer narrative:
This report is filed january 14, 2016.

Event description:
Per the clinic, the patient developed a soft tissue reaction at the vistafix implant site. Treatment with antibiotics (type and duration not reported) was unsuccessful. The implanted device remains.